Event description:
On (B)(6): customer reports via phone that staff were performing a bilateral stent removal and placement when fluoro failed. Physician completed the procedure using endoscopy. Stent placement was confirmed post procedure in recovery by taking an x-ray of the abdomen using portable x-ray machine. Pt is fine. No reported injury.

Manufacturer narrative:
Field svc engineer (fse) troubleshot and found a defective sensor on the image intensifier, and replaced the transducer pcb assembly. Fse then checked the sys for proper operation per svc checklist and returned the unit to full svc. A review of cts shows no similar issue reported on this unit.